Manufacturer narrative:
(B)(4). This device has been received by baxter for evaluation; however, evaluation has not been completed. A follow-up MDR will be completed upon completion of the evaluation or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor device ruptured during filing. There was no report of patient injury or medical intervention. No additional information is available at this time.